Event description:
It was reported that the patient experienced an inaccurate fluid reading on the homechoice (hc) machine during peritoneal dialysis therapy. The patient reported that the initial drain was 100 to 150 cc more than what the hc displayed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. The device history record was reviewed and no issues were found that could have caused or contributed to the event. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.